Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient underwent an unknown trauma surgical procedure on (B)(6) 2018. During the procedure, the drill stop failed to stop the drill at the pre-measured depth. Surgeon was able to drill correctly without incident. Procedure was completed without complication. This report is for one (1) drill stop. This is report 1 of 1 for (B)(4).